Manufacturer narrative:
Medwatch report number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a battery change, the external pulse generator (epg) stopped working while in use. The current status of the device is unknown. No patient complications have been reported as a result of this event.